Event description:
It was reported that, "v-40 36mm -5 head did not fit on rejuvenate neck. We opened a (B)(4) +0 36mm head and it fit."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer at this time. If additional information becomes available then it will be submitted in a supplemental report.